Event description:
The technician alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail latch, dampener, cover and center arm are damaged. The technician replaced the side rail latch, cover, dampener and center arm to resolve the issue.